Event description:
Medtronic received information that during a case, the end silicone tip detached from the device. The tip was retrieved and discarded. The product was exchanged for a similar product. No adverse patient effects were reported.

Manufacturer narrative:
Analysis: reason for return was confirmed. Visual inspection shows one of the silicone hooded shrouds was missing at the end of jaw when received. The loose shroud was not returned with this device. Further inspection shows that uv material was present on the jaws in the area where shroud was once installed, however, the uv material appears marginal near the porous polymer area. In addition, the remaining attached silicone shroud was inspected. Inspection shows that this shroud was completely attached to jaw end with no signs of loose fit. Conclusion: reduced performance of the device occurred and is related to the event. To date, no trends exist for this failure mode. Medtronic continues to monitor field performance to detect similar events. No adverse patient effects were reported.